Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of bleedback through the proximal valves was inconclusive since the clinical conditions could not be replicated. Two 5 fr d/l powerpiccs with solo valves were returned for evaluation. It was reported that blood was observed in the line. An attempt was made to siphon water through each lumen of the catheters, but the proximal valves prevented water from passing through the catheter. No damage or defects were observed on the returned samples. The product IFU provides instructions for flushing and maintaining the catheter to keep the valve clean. It is unknown if the ¿positive pressure disconnect¿ method was used, which is to remove the syringe slowly while injecting the last 0.5ml of saline from the syringe. This helps prevent a vacuum which can pull a small amount of blood into the tip of the catheter. A lot history review (lhr) of rebq0282 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient's PICC line allegedly has a malfunctioning valve; blood backflow into line post usage. Cns was called to look at line, as the rpn gave medication that same morning and flushed the line. Cns unsure as to rational, as to why the rnp flushed the line, patient had blood work done that same morning. Reporter went back to administer the antibiotic and allegedly noticed blood in the line. Cns alteplased the purple port, left syringe for the allotted 30 minutes, upon return, allegedly bright red blood in the red port (cns checked for blood return and flushed prior to alteplasing the other port). Established patency on both lines, flushed, went to speak with rpn and md. Upon return, allegedly blood in both ports. Patient scheduled for guide-over re-insertion for same day. No harm to the patient was reported. Additional information received: it was reported that blood was backing up the PICC line into the extension legs, even after good flushing was preformed. PICC team exchanged the PICC line for a new one and the same issue occurred. A chest x-ray was done to confirm tip placement; results were not provided. It was decided by interventional radiology that the patient would get a hickman inserted instead of a PICC.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebq0282 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient's PICC line allegedly has a malfunctioning valve; blood backflow into line post usage. Cns was called to look at line, as the rpn gave medication that same morning and flushed the line. Cns unsure as to rational, as to why the rnp flushed the line, patient had blood work done that same morning. Reporter went back to administer the antibiotic and allegedly noticed blood in the line. Cns alteplased the purple port, left syringe for the allotted 30 minutes, upon return, allegedly bright red blood in the red port (cns checked for blood return and flushed prior to alteplasing the other port). Established patency on both lines, flushed, went to speak with rpn and md. Upon return, allegedly blood in both ports. Patient scheduled for guide-over re-insertion for same day. No harm to the patient was reported. Additional information: customer confirms that both were used on the same patient with the same results and both have the same lot number. Blood was backing up the PICC line into the extension legs, even after good flushing was preformed. PICC team exchanged the piccline for a new one, same issue occurred. Chest x-ray was done to confirm tip placement, radiology comments: it was decided by interventional radiology that the patient would get a hickman inserted instead of a PICC.